Event description:
It was reported that during a routine device check 2 months post implant, review of programmer interrogation data showed this pacemaker and right atrial (ra) lead exhibited undersensing of atrial fibrillation (af). Additionally, the right ventricular (rv) lead exhibited high threshold measurements, loss of capture (loc), decreased sensing and low pacing impedance measurements in the 250 ohms range. The patient was noted to have a good underlying rhythm of af with a rate of 42 beats per minute (bpm). The ra and rv leads are both epicardial. The atrial sensitivity was increased. Rv threshold measurements were noted to be variable in unipolar configuration, and the patient experienced pectoral stimulation with unipolar pacing. The rv output was reprogrammed to the maximum output setting and the rv pace/sense configuration was reprogrammed to bipolar. Following the programming changes, the remaining longevity in the pacemaker showed 1.5 years remaining, which, was felt to be a result of the high programmed ra and rv outputs. The patient was advised not to drive and to return to the clinic on a future date for another device check and to determine next steps. No adverse patient effects were reported. This device remains in service. Despite multiple attempts to obtain additional information, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued.